Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were received from the customer in support of this complaint, however a photograph of a tube containing a reduced amount of blood was provided. (B)(4) retained samples from the same lot number were therefore draw-tested with deionized water. From this testing, it was determined that all (B)(4) tubes drew within specification, extremely close to the nominal. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7054918. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® edta tube had low draws. No injury or medical intervention reported.